Manufacturer narrative:
The siemens headquarters support center (hsc) was contacted by the customer. The hsc reviewed the instrument data and instructed the customer to run a precision test on quality controls. The hsc determined that there was no instrument malfunction during the time of the event. The cause of the discordant tni ul result is unknown. The customer successfully repeated the sample, which was consistent with the patient's previous results. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni ul) result was obtained on one patient sample on an advia centaur cp instrument. The discordant tni ul result was not reported to the physician(s). The sample was repeated on the same system, which resulted lower. A new sample which was taken from a different readipack was tested on the same system. The repeat result obtained from the initial sample was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated, tni ul result.